Event description:
Right knee severely swollen [swelling of r knee], right knee pain [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This spontaneous case from united states was received on 20-mar-2018 from a pharmacist via health authority. This case concerns patient (demographics: unknown) who initiated treatment with synvisc one and after an unknown latency had right knee severely swollen, right knee pain. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: unknown) (batch/ lot number: 74sl021, 7r5l021 and expiry date: unknown). On (B)(6) 2017 after an unknown latency patient had right knee severely swollen and right knee pain. Corrective treatment: drained for right knee severely swollen; not reported for other events. Outcome: unknown for all events. Seriousness criteria: medically significant for all events.